Event description:
A malfunction alarm was reported with malfunction code 12, and previous reports indicated multiple occurrences of the same issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be provided, as the original was still under warranty. The customer was advised to use an alternate therapy, mdi, to maintain insulin delivery and was instructed on how to return the faulty pump, including putting it into storage mode before its return.